Event description:
It was reported that upon interrogation the device was found in hardware backup (hwvvi). The device could not be restored. The device was explanted and replaced with a competitor's device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
As received, the device exhibited no communication due to normal battery depletion. With a new battery, the device tested normal, and no high current drain sources were found. Automated electrical testing found no anomalies and the device met all specifications.